Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the repair area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support helped troubleshoot on the phone with the account. They suggested checking the f10 fuse. Isolating the mrs cable and they relay board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account called back and stated they replaced the sidecom board system to resolve the issue. Based on this information, no further action is required.